Event description:
It was reported that the patient presented in clinic for a routine follow-up and upon interrogation, the atrial lead exhibited noise. The atrial sensitivity was decreased and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.